Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with common failure code f-94; this condition had the potential to interrupt delivery. This condition was found in the "intermedio" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with f-94 failure was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a low voltage main battery with swelling and incorrect configuration options settings. The main batteries were replaced and the device configuration option settings reset to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed the device has been serviced twice prior to this event. The device has not been previously sent into service for the reported condition of f94. During previous service on (B)(4) 2007 for "will not turn on" f-94 occurred at power up. Pump was reconfigured to factory settings and pump passed all testing.